Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month.

Event description:
It was reported that following the implant of an artificial urinary sphincter, the patient continued to experience incontinence. Even though the device did not provide total continence, the patient continued to use the device to urinate. No intervention has been reported. No further patient complications were reported.